Event description:
It was reported that the gastrointestinal videoscope displayed error b30 (scope communication error) and error 315 (incompatible scope). The issue was identified during reprocessing, and there were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d9, h2, h3, h6, h11. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: no image is displayed and light guide rod lens foreign material. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: due to no image is displayed, err b30 (scope communication error) occurred. Olympus confirmed foreign material came out of the device, but the type of the material or root cause cannot be identified. A definitive root cause cannot be determined. The most probable cause of the complaint is no problem detected and for additional finding light guide rod lens foreign material is cause not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.